Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the batteries needed to be charged overnight. The customer's biomed technician reported the batteries were charged and the system operates as intended.